Event description:
Caller tested 4.4 inr on the coaguchek xs system while a comparison lab returned as 3.2 inr. No treatment required. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. During callback on (B)(6) 2014 customer indicated suspect strips are no longer available to return. Device will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.